Manufacturer narrative:
Initial report sent: 12/19/2008.

Event description:
Procedure type: lap rectum. According to the reporter: after firing, the device could not be removed because of uncut tissue. A new instrument was used to complete the procedure. No bleeding was reported. No patient information is available.